Event description:
It was reported that the tip of the insert broke off.

Manufacturer narrative:
The reported device was not received for investigation; therefore the reported failure cannot be confirmed. The complaint will be closed without a detailed investigation report and based on probable root cause. In the event that the device is received, the complaint will be reopened and the investigation will be updated with the new results. Probable root cause for the reported failure involving this device could have been caused by: excessive force applied by user patient anatomy portal location incorrect instrument diameter/length manufacturing error reprocessing/handling error improper instrument selected lack of maintenance use error: attempting to manipulate, cut, resect improper materials or excessive tissue the product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the insert broke off.